Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "capsular contracture baker grade unknown, firmness, breast abnormal appearance, and severe pain" and "implant has shifted." Device remains implanted. This is the left side record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for removal is: "capsular contracture baker grade unknown, firmness, breast abnormal appearance, severe pain, the left side has shifted."

Event description:
Device has been explanted.